Event description:
During a procedure parts of the tip on the ambient hipvac wand fell off during the surgery. The detached part was successfully removed from the joint. There was no patient harm or significant extension of surgery time.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. There was a relationship found between the returned devices and the reported incident. A quantity of three (3) devices was returned for evaluation. Visual inspection under magnification of two (2) devices show the spacer has been completely detached from the shaft. There is loctite present inside the inner wall of the exposed shafts. There is a significant amount of scratch marks on the exposed shafts and the black shrink tube of the two (2) devices. The one (1) other device was returned with minimal electrode wear and a scuff marks on the spacer with scratch marks on the shaft. There are no manufacturing abnormalities visually observed with the returned devices. Due to the detached spacers on the two (2) devices, a functional evaluation could not be conducted. The other device was functionally tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the devices potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the devices as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.